Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise and low pacing impedance. Insulation breach was suspected. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable and asymptomatic.